Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 3589 ventricular sics occurred since the last session 24 days ago. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pace impedance rises from 4500 to 5600 ohms from (B)(6) 2014 to (B)(6) 2015. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance was consistently over 4500 ohms since (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead delivered a shock to the patient. The shock was determined to have been appropriate. However, subsequent interrogation showed that the rv lead had no capture at max output and had exhibited a gradual pacing impedance rise to high impedance. A large number of v-v intervals were also noted. Lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.